Event description:
It was reported that the patient has been in overdischarge for approximately two months. The patient was unsuccessful at performing a physician mode recharge (pmr) at home. The patient was seen and another pmr was initiated. There was concern this action would compromise the device or cause another strike. The patient was seen again a week later, and a pmr was performed. The battery was charged to 25% full, and the bar to 50% was flashing. The patient went home and the device had dropped down to 25% flashing, so the patient charged the device all the way to 100%, but did not see the ins and water drops. It was noted that the power-on-reset was cleared prior to the patient going home. The next day, when the company rep met with the patient, the device said it was discharged. The reason for this behavior was unknown, but it was noted that the battery can do "funny" things after overdischarge.

Manufacturer narrative:
(B) (4).